Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set cannula detached while in the patient's body. The patient reported that the product had not contributed to patient injury, but a "pending infection [was] possible." No permanent injury was reported. See MFR: 2183502-2016-02165.